Event description:
A manufacturer representative reported an overdischarge. The representative met with the consumer whose recharging devices and everything were still wrapped in plastic and never used. It was noted the consumer was attempting to use his wife's programmer (for a different model of implanted device) on his implantable neurostimulator (ins) and noticed the ins was dead. A pmr (physician mode recharge) was performed 5 times unsuccessfully. The consumer expressed an interest in a non-rechargeable battery and the physician recommended replacement to the same. The issue was not resolved at the time of the report; however, the consumer was scheduled for a battery replacement. Indication for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.